Event description:
Caller reports that customer reportedly received results of 16 mg/dl, 352 mg/dl, and 334 mg/dl within 10 minutes on the compact plus system. Caller gave customer apple juice in response to 16 mg/dl reading after also obtaining the readings of 352 mg/dl and 334 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.